Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that caller requested assistance connecting to ins with patient programmer as patient indicated ins was turned off at some point and hadn't turned it back on. Technical services (tss) walked caller through using programmer to connect to ins which showed a por message. The issue was not resolved through troubleshooting. Tss reviewed meaning of por and that ins would need to be read by clinician app to clear message and turn therapy back on. Tss transferred caller to nas to page a manufacturer representative (rep) and also sent physician listings as their doctor is no longer at the clinic.